Event description:
It was reported that a pump has a sys error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The reported symptom of "system error 322" was experienced during the evaluation process. Evaluation found the upper latch switch bracket nylon screws loose allowing the switch to move causing the reported symptoms. The upper auxiliary will be replaced.